Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to not power on. The power inlet module had failed, and the power cord was damaged. The power inlet module and power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open being too short during the pump start up sequence. The event is treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit will not power up. The event did not occur during surgery and there was no patient involvement. At product evaluation investigation the power inlet module had failed, and the power cord was damaged with charring found on the power cord. No adverse events were reported as a result of this malfunction.